Manufacturer narrative:
A medtronic representative reported that 3 cases were covered and the surgeon was trained on tips/techniques of proper use of the navigation system. All cases were successful and without issues. The site staff were pleased with the support during the cases. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Event description:
A medtronic representative received a report from a surgeon that while in an ear, nose & throat (ent) procedure that took place two months prior, he experienced an inaccuracy after registering a patient. The surgeon stated successfully passing tracer registration, moving into navigate and then noticing the inaccuracy. No specific measurement was provided. The patient was re-registered, the surgeon moved into navigate and deemed being accurate at that point. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Event date is approximated as being reported to have occurred two months prior to the surgeon relaying the information to the medtronic representative. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.